Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a decanav catheter and during mapping phase, the patient experienced coronary sinus (cs) perforation and pericardial effusion that required pericardiocentesis. It was reported that the decanav catheter was being manipulated into the cs (coronary sinus) it was discovered that the cs then perforated. Ultrasound was used and a pericardial effusion was noted. A pericardiocentesis was performed and approximately 90ml was withdrawn from the patient. The patient stabilized and the case was cancelled. Patient fully recovered. The physician's opinion on the cause of this adverse event was procedure related - he tried to take the decanav deep into the cs to measure the pvc (premature ventricular contraction) timings, however, he believes he took it too far and should have gone with a smaller catheter. No ablation was performed prior to noting the pericardial effusion.